Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
It was reported by the consumer that they wore their contact lenses all day and it felt like they had something in their eye (od). They removed their contact lenses at night, and noticed that there was a hole in the right lens. The next morning they experienced light sensitivity and were unable to open their eye. The consumer was seen by a doctor and was diagnosed with a corneal ulcer (od) and prescribed antibiotics. The complaint fully resolved in a couple of days. A reasonable and good faith effort was made to obtain additional information without results.